Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a manual tube release error was confirmed by baxter personnel during product evaluation. This condition was caused by a defective pumphead module (phm). The phm was replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a manual tube release error. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.